Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad of insulin pump was unresponsive. The customer¿s blood glucose level was unknown at the time of incident. Customer replaced the battery, still issue persists. Customer started that the insulin pump was not fallen or damaged. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no down, center, right and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement, self test and voltage verification test due to buttons not responding. No moisture damage on electronics assembly noted. (B)(4).